Event description:
It was reported the distal tip connection of the catheter was worn out. There was no pt injury reported. The product was returned and upon investigation, it was noted the catheter bond joint separated.

Manufacturer narrative:
One 7f livewire tc ablation catheter was received for eval. The catheter produced the correct shape for a medium curl when actuating the handle assembly; no abnormal resistance was noted. Review of the device history record confirmed this lot met mfg requirements prior to shipment. In conclusion, visual inspection revealed a gap between the gray shaft and the tip electrode. Add'l testing revealed bond between the anchor wire and the distal end of the catheter had separated. It is uncertain what caused the separation of the anchor wire from the distal end.